Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This follow-up MDR report includes the PMA/510(k)#. Additionally, it was previously reported that the zoom handle covers were damaged. Upon completion of the manufacturer's investigation it was determined that the issue was that the litter corner cover was damaged with exposed sharp edges reported. There was no reported defect from the zoom handles.

Event description:
It was reported via repair work order that the zoom handles were broken resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom handles were broken resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.